Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0205 showed no other similar product complaint(s) from this lot number.

Event description:
It reported that the introducer split. No other information was provided.

Event description:
It reported that the introducer split. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed, and the damage appeared to be associated with use of the device. The contents of a groshong nxt PICC kit were returned for investigation. The PICC was received with the stylet in the lumen and the orange hang tag attached over the catheter tubing. No evidence of use was observed on the PICC. The IV catheter, statlock stabilization device, and suture wing were received in sealed pouches. No damage was observed on the end cap. The two piece connector exhibited evidence of use. Marring was observed on the locking arms of the proximal connector and on the hard plastic portion of the distal connector. The metal cannula was bent away from the center line of the connector. A microscopic examination revealed that the blue compression sleeve had been advanced into the tapered region of the distal connector. It appeared that the connector was assembled together without the catheter attached to the metal cannula. A split was observed in the distal end of the blue compression sleeve. The distal connector was bisected and the length of the split was approximately 1mm. The depth of the split increases towards the distal end of the compression sleeve. The proximal end of the split exhibited a rough and granular edge. A microscopic examination of the distal tip of the metal cannula revealed a blue fragment of material that resembled the blue compression sleeve material. It appeared that the distal end of the metal cannula cut through the distal end of the blue compression sleeve. Residue from use was observed within the connector. Based on the condition of the sample, it appeared that the connector was damaged during use.